Manufacturer narrative:
Investigation: samples received: 32 unopened pouches and 2 opened. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) of this code-batch. There are no units in our stock. We have received 32 closed samples and 2 open samples. One of the open samples received has only the second pack opened and the other one has one of the needles (reference with double needle) detached from the thread (thread is still wound on the pack). Tightness test to the closed samples received has been performed and the units are tight. When we have opened the closed samples received we have found three of them with one of the needles already detached from the thread inside the pack, as can be seen in enclosed picture. We have checked the thread ends and it seems that thread end is broken. Thermal treatment of thread ends applied in the manufacturing process is correct. The thread is not burnt. Therefore, the detachment of the needle could be caused by a faulty needle attachment in this batch for isolated units. The other 29 closed samples are correct. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: a CAPA has been opened.

Manufacturer narrative:
PMA/510k: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K122734. If additional information becomes available a follow up report will be submitted.

Event description:
It was reported the needle detached. The reporter indicated that during use the needle detached from the thread. This occurred several times during the procedure. There was no patient injury and no surgical delay greater that 15 minutes.